Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited rapid battery depletion from a full charge and remained warm during normal use on-body and off-body, and a replacement pump was arranged. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or required medical intervention. Investigation included case intake, troubleshooting, and user education. Investigation of this case revealed a suspected device performance issue consistent with abnormal power consumption and thermal behavior localized to the pump assembly, with no alerts or alarms reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was device-related, likely a component or circuitry fault leading to excessive power draw.